Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture, pain, breast tenderness, asymmetry ". Later healthcare professional reported ¿breast pain, breast deformity¿ and ¿capsular contracture baker grade ii¿. Later healthcare professional reported "almost completely destroyed; the entire anterior wall, upon opening the fibrous capsule around the implants, silicone leaked profusely". Later reported "heterogeneous, radial folds, subcapsular lines, and local thickening of the implant capsule are detected". This record is for the right side. Device has been explanted.